Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) displayed as "high" on cgm. Elevated bg was addressed via correction bolus and supply change. System check with tandem technical support confirmed that the pump was functioning as intended. However, during troubleshooting it was identified that the customer is using cartridges for 4-5 days which is beyond label suggestion. Tandem technical support recommended the customer change to a new cartridge. Customer acknowledged the issues identified have contributed to the elevated by. Reportedly the customers bg is now at 360mg/dl.